Event description:
The customer called for help with her contour next ez meter. While troubleshooting, it was discovered the meter display was missing the "g" segment in the units position. The customer was not aware of the missing segments, but no adverse events were alleged. The meter was replaced and the customer was advised to return her meter for evaluation.